Event description:
It was reported that a pt being transfused with platelets through the device experienced severe hypotension, from 112/70mmhg to 66/40mmhg after receiving 30-50cc's. The transfusion was stopped, restarted after 3 mins and completed without incident. Two hrs prior to this incident, this pt experienced another hypotensive episode.